Manufacturer narrative:
Analysis of the cart 9733858 s7 assembled staff 220v (serial #: (B)(4)) found that it passed the work order. Analysis of the psu 9733437 polaris spectra (lot #: p702759) found a malfunction with the camera communication. The returned psu was well worn with nicks and scratches on the housing. A question mark was hand written in permanent ink on the backside of the housing. When connected to a known good system, the psu would not establish communication. Analysis of the scu 9733438 polaris camera (lot #: t300666) found no fault. A check of the event log showed the history of not connecting with the psu. The failure was with the mating psu that was also returned. Otherwise, the scu was found to be fully functional. The firmware was upgraded and the scu will return to service inventory. Product event summary #s7 camera not connected product analysis #(B)(4): mnav findings and conclusions: manufacture date mar 2010. The returned psu is well worn with nicks and scratches on the housing. A question mark is hand written in permanent ink on the backside of the housing. When connected to a known good system the psu will not establish communication. Mnav methodology: functional testing;visual/physical examination. Mnav detail: awaiting field response/info. Mnav usability: false. Mnav able to duplicate the issue?: yes. Mnav bai/oobf?: false. Mnav failure mode: electrical mnav failure mechanism: malfunction - camera communication. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred in servicing. It was reported that instruments could not be registered, the camera was not working. No patient present.